Event description:
Customer experienced ¿severe hypoglycemia¿, was unable to be woken up, resulting in an ambulance being called and transported to the hospitalization. The customer¿s blood glucose level was 31 mg/dl. The customer reverted to an alternate method of insulin delivery. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.